Event description:
The doctor reported the implant was removed due to loss of osseointegration after one year, one year and one month after implant placement surgery. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. Bone resorption and pain were reported during the implant removal surgery. The patient has since recovered.